Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The analysis revealed cuts into the insulation (approximately 29 cm and 32 cm distal to the df-4 connector pin), which most likely resulted from the extraction procedure. A thorough analysis of the lead did not show any deviations which might have led to the reported high shock impedance. In particular the values measured during the electrical analysis were accordingly to the technical specifications. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Rv lead showed high hv (shock) impedance the day after original implant. Both rv lead and device were replaced. No adverse events were reported. Should additional information become available, this file will be updated.